Event description:
It was reported that after taking the device off, the patient feels pain on her small toe radiating to the whole foot. The patient stated that the pain started last friday and the pain level is an 8 out of 10. The patient advised she has not been able to walk due to the pain. The patient has been putting a bandage around the toe and it decreases the pain. The patient has not increased her daily activity. The patient mentioned the issue to her doctor last thursday at her visit, but the pain increased on friday to the point she cannot put her foot on the floor. The doctor told her to continue using the device for 2 months. Nothing was prescribed for the pain.

Manufacturer narrative:
Corrected: a: dob, b2: outcomes attributed to adverse event d1: brand name, d2: common device name, d4: model number, h5, h6: component code, g4: premarket identification. Additional: b4: date of this report, d8-9: device service and availability, g3: date received by manufacturer, h2, h3, h4: device manufacture date, h6: method, results, conclusions. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that after taking the device off, the patient feels pain on her small toe radiating to the whole foot. The patient stated that the pain started last friday and the pain level is an 8 out of 10. The patient advised she has not been able to walk due to the pain. The patient has been putting a bandage around the toe and it decreases the pain. The patient has not increased her daily activity. The patient mentioned the issue to her doctor last thursday at her visit, but the pain increased on friday to the point she cannot put her foot on the floor. The doctor told her to continue using the device for 2 months. Nothing was prescribed for the pain.